Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, right ventricular loss of capture was observed during a pacing threshold test. The patient was reportedly not pacer dependent and no adverse effects were observed. The physician inquired what could be causing this to occur as all other system measurements were normal and no other anomalies of note. An x-ray confirmed stable lead positioning and no signs of a product defect. Boston scientific's internal technical services then reviewed the patient's data. It was concluded that this observation was likely due to some recent change in the patient's cardiac condition. Reportedly, the patient had been ill (on medication) and had been dehydrated. The physician elected to perform defibrillation testing (dft) to confirm system integrity in response to a ventricular rate. Dft testing exhibited a normal response, converting the rate via a single 11 joule shock. No further intervention performed and the patient was released for follow-up to take place in one month.

Event description:
Subsequently, the physician suspected vessel perforation may have caused or contributed to the reported clinical outcome and scheduled the patient for a CT scan. The physician initially attributed the anomaly to fast growing abnormal fibrosis; however, a closer review of the CT scan confirmed the lead had perforated through the myocardium. The lead was explanted and the patient reported as well. Another lead scheduled for implanted at a later date.

Manufacturer narrative:
--